Event description:
It was reported that the insulin pump alarmed and had a drive support cap that stuck out. The blood glucose reading was 125 mg/dl. The customer's father stated that the device had not been dropped nor bumped prior to the alarm occurring. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with a prime alarm during basic occlusion test and unable to prime during prime test due to protruded and loose drive support disk. Insulin pump had minor scratches on lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.